Manufacturer narrative:
Product was not returned for testing. In lieu of testing the affected lot returned by the end-user, production reports have been supplied and analyzed. No malfunction or defects during production were detected.

Event description:
End-user called in stating that "needles are bending when inserting into the insulin and the body. User has 4 boxes but has only tried 1 box and wants a different size. User could only provide the lot number for 1 out of the 4 boxes she had but wanted a replacement for the 4 boxes." A replacement was provided and the affected product was requested back for testing.